Event description:
Infant on peritoneal dialysis had catheter placed on (B)(6) 2011, parents noted hole in catheter (B)(6) 2011 and brought patient to clinic where defect in catheter was noted. This was while he was under treatment for peritonitis. Catheter was cut proximal to the defect and new adapter placed, antibiotics given. This is the second hole in this catheter which is extremely flexible and kinks frequently - multiple times with each dialysis treatment. The first hole was noted (B)(6) 2011 with an episode of peritonitis. He will require surgery to replace the catheter.